Event description:
Hcp reported the pt had complaints of withdrawal symptoms including nausea, vomiting diarrhea, and a hypertensive crisis. The pump was replaced and returned to the MFR for analysis. The pt is doing great since the replacement.